Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No troubleshooting was performed and no actions were taken to resolve the discrepancy. It was unknown if the discrepancy resolved. The treating hcp was waiting for the next refill to see if there was still a discrepancy. The hcp was not concerned, as the patient was showing no signs of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (7.5 mg/ml at 1 mg/day) and bupivacaine (25 mg/ml at 3.331 mg/day) via an implantable pump for failed back surgery syndrome. The patient's medical history included chronic pain. It was reported inaccurate reservoir volume was observed. The event date was reported to be (B)(6) 2019. At a refill, the expected reservoir volume (erv) was 24.7 ml and the actual volume extracted was 34.6 ml. As reported, this was a discrepancy of 64.7%. It was reported there was no adverse event with the patient; they had not been experiencing any withdrawals. It was reported medication had been drastically reduced over the last 6 months. No actions were taken, but the implanting surgeon and primary hcp was informed of the discrepancy. No troubleshooting had been performed. Surgical intervention did not occur nor was planned. There were no known contributing factors. The patient status was alive - no injury. The issue was not resolved. Further complications were not reported.